Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, after the valve was released, it dislodged into the ventricle. The valve was snared and placed into the ascending aorta. The physician elected to upsize and implanted a larger, a 34 mm valve. No additional adverse patient effects were reported.

Manufacturer narrative:
A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. A decision was made to snare the valve into the ascending aorta. Use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Per the IFU: once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Per the event description, the sizing of the patients annulus to fit the size valve may have played a role in this event, as it was stated that a larger 34mm sized valve was implanted successfully after the smaller 29mm valve was withdrawn. Adequate sizing of the patient annulus is dependent on procedural (imaging, etc.), anatomical variation, and technical factors. The device IFU provides instructions and dimensions for proper sizing of the annulus for an optimal valve fit. Per the IFU patient anatomical criteria table 1, the patients annulus size of 81.7mm is on the high end of the criteria for a 29mm valve and on the low end of the size criteria for a 34mm valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.